Event description:
Rayner intraocular lenses limited received notification from a us healthcare facility of an event that occurred during use of a c-flex 570c intraocular lens (iol). The event description provided states that the trailing haptic broke during implantation. For further info, please refer to rayner intraocular lenses limited's MDR report 9611165-2013-00113.

Manufacturer narrative:
Rayner intraocular lenses limited reports that following investigation findings; our review of production records for the c-flex 570c batch 070e39311 showed that all mfg and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met spec criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex 570c iol (july 2012) was conducted in order to determine if any trends existed. This review concluded that, no other incidents, of any type, have been received against the c-flex c-flex 570c iol.